Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause could not be determined. The failure could not be duplicated.

Event description:
The dealer states that the customer alleges the chair is accelerating and slowing down.